Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "on (B)(6) 2021, took out a gamma nail was broken right where the lag screw was inserted to put in a recon nail, removed inferior screw of recon nail. The physician removed the entire nail, distal locking screw of gamma nail, nail and lag screw component were all removed."